Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they charged their implant last friday and stated they were shocked the implant already needed to be charged again on sunday. Patient stated they had charged implant sunday to 100%. Patient commented how it seemed they had to charge too soon. Agent reviewed implant charge is usage based. Patient stated their therapy was turned on november 21st. Patient also commented how their handset was not holding a charge. Agent reviewed for patient to consult with hcit if issue persisted after communicator replacement. Agent reviewed charge frequencies are impacted by therapy settings. Patient commented they were in pain on the call as they could not adjust therapy.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) says they are having pain. Pt will ship old communicator back to repair dept.